Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirms the reported instrument wear and fracture damage. Review of device history records identified no related manufacturing deviations or anomalies. It is known the device was manufactured prior to design improvements. The root cause is attributed to design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has been returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument was identified fractured in the warehouse. No further information is available at the time of this reporting.